Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the patient reported that dialing was disabled when the patient was using the product, and drug solution administration could not be completed.

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent patient end of cannula and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: the patient reported that dialing was disabled when the patient was using the product, and drug solution administration could not be completed.